Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window. No crack or bleeding on lcd glass noted.

Event description:
It was reported that the customer had high blood glucose levels of 207 mg/dl. The customer reported that the insulin pump had a crack on the reservoir compartment. The customer also reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.